Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient received por screen about 7-10 days ago and said that he replaced the batteries however is receiving the same screen. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.